Manufacturer narrative:
Submission of this MDR, under this part does not constitute an admission that the device and/or any employee, caused or contributed to the reportable event.

Event description:
It was reported that the joystick on a powered wheelchair did not drive right or left.